Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The unit received was visually inspected and no damage was observed. Steady state was performed and the unit performed within specification.

Event description:
Doctor explanted after one week due to high iop. Replaced with another fp7.